Event description:
The patient was undergoing a coil embolization procedure in the posterior communication artery (pcom) using a penumbra smart coil (smart coil) a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the smart coil in the target vessel using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. The physician then made multiple attempts to manually detach the smart coil in three different locations of the pusher assembly; however, it would not detach. Therefore, the physician decided to retract the smart coil. While retracting, the smart coil unintentionally detached with part of the smart coil in the aneurysm and the other part in the microcatheter. Next, the physician advanced the microcatheter to push the remaining part of the smart coil into the aneurysm; however, the microcatheter was displaced into the parent vessel. The physician decided to leave the coil partially in the aneurysm and partially in the parent vessel. The procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report:3005168196-2023-00061. Section h. Box 4. Device manufacture date h3 other text : placeholder.